Event description:
Adverse event(s): "vitrectomy" (vitrectomy). Product problem(s): "cannula became detached from the syringe" (detachment of device or device component). The customer reported the hydrodisection cannula became detached from the syringe, the cannula fell into the eye and the pt required an immediate vitrectomy. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)